Event description:
It was reported that an insulin over infusion event occurred while the patient was in the emergency department (ed). The initial order by ed physician was for insulin 100units/100ml to infuse at 6units/hr. Device interoperability was not used. The subsequent intensive care unit (ICU) order written while the patient was in the ed was insulin 0.1units/kg/hr, however it was noted that the nurse incorrectly programed the pump, and programmed for 6 units in the dose section of the device set up while using the correct option in the insulin data set (weight based). The guardrail alarm was overridden by the user. It was noticed by the user the suspected over infusion within 15 minutes of starting the infusion. There was no patient harm, additional monitoring was provided to the patient.

Manufacturer narrative:
The customer¿s experience of an overinfusion was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was programmed to infuse insulin weight based dosing 100unit/100ml (drugid 567) at 8:28 am on (B)(6). The concentration was 1unit/ml. The user entered 59kg for the patient weight. When the user entered 6unit/kg/hr for the dose, the rate was calculated to be 354ml/hr and the user entered 99ml for the vtbi. The user then started the infusion and selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.15unit/kg/hr. Proceed?¿ the infusion ran until 8:45 am when the device alarmed for air in line with 86.82ml recorded as being delivered. Functional testing performed found the pump module to be delivering fluid within specification. The primary tubing was not sequestered for investigation. The root cause of the overinfusion was due to user programming.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the insulin infusion completed sooner than expected in the emergency department. The initial order was for insulin 100 mg/100 ml to infuse at 6 units/hr, however it was completed in less than one hour. Interoperability was not used in the emergency department. The subsequent ICU order written while the patient was in the e.d. Was insulin 0.1 u/kg/hr, however the user incorrectly programed pump and placed 6 units in the dose section of the pump set up while using the correct option in the insulin data set (weight based). The customer would like to know the step by step touch actions in the log by the user, specifically if after using the weight based option that programed the pump to infuse at 354 ml/hr was overridden and if the user then used the calculation soft key to reconfigure the infusion.